Manufacturer narrative:
Medical device report (MDR) retraction: the initial MDR with manufacturing report number 3003442380-2025-14500 was submitted on 20-sep-2025 for (B)(4). Subsequently, it was identified that the initially submitted MFR was associated with the mexico manufacturing site (reynosa). However, based on the product involved in the complaint, the correct manufacturing site for (B)(4) is denmark (osted). Therefore, a new emdr will be submitted with the correct manufacturing report number (MFR) 8021545-2025-00002, which reflects the appropriate denmark manufacturing site. Report being retracted: MDR 3003442380-2025-14500 / initial 1 of 1. Correct report to be considered: MDR 8021545-2025-00002 / initial 1 of 1. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: canada.

Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient faced an infusion set cannula/needle broken event during use on (B)(6) 2025. No further information available.